Event description:
Dr. Facility alleges upon initiation of treatment, immediately upon blood return, pt experienced severe lower back pain. Treatment continued next day. No further complications were reported.